Manufacturer narrative:
Device evaluation: the actual device has been returned. Reliability engineering evaluated the device, and the reported condition could not be duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).

Event description:
This is report 2 of 3 for the same event. Report received from the USA regarding a foot control device, motor device and an attachment device in which "a puff of smoke" and "heat" were observed during a craniotomy procedure. According to the report, the doctor stepped on the foot control device until the psi read 130r. The doctor released the foot control device pedal, and changed the attachment device and the cutter device. The doctor stepped on the foot control device pedal again, and fully depressed the pedal. The doctor observed a puff of smoke escape the distal end of the motor device at the base of the attachment. The doctor observed heat on the distal end of the hand piece. As a result, there was a ten minute delay in the surgical procedure, while and unknown spare attachment device, motor device and foot control device were brought to the operating room. No injuries or medical intervention were observed. No additional information is available.

Manufacturer narrative:
The motor device was received for evaluation. Upon completion of the evaluation, a supplemental report will be sent. (B)(4).